Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an inappropriate shock. Noise/artifacts were consistent with myopotential noise. Technical services (ts) suggested additional investigation such as isometrics, provocation maneuvers or exercise testing if clinically appropriate. Ts noted, if possible, to capture an electrocardiogram during an in-clinic assessment and upload data for additional investigation by ts. Ts noted that the last time capture of all vectors was collected, and upload was from august 2023 during a follow up, and at this time no myopotentials were documented. The device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an inappropriate shock. Noise/artifacts were consistent with myopotential noise. Technical services (ts) suggested additional investigation such as isometrics, provocation maneuvers or exercise testing if clinically appropriate. Ts noted, if possible, to capture an electrocardiogram during an in-clinic assessment and upload data for additional investigation by ts. Ts noted that the last time capture of all vectors was collected, and upload was from (B)(6) 2023 during a follow up, and at this time no myopotentials were documented. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Manufacturer narrative:
This report is being filed to correct the initial reporter section.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an inappropriate shock. Noise/artifacts were consistent with myopotential noise. Technical services (ts) suggested additional investigation such as isometrics, provocation maneuvers or exercise testing if clinically appropriate. Ts noted, if possible, to capture an electrocardiogram during an in-clinic assessment and upload data for additional investigation by ts. Ts noted that the last time capture of all vectors was collected, and upload was from (B)(6) 2023 during a follow up, and at this time no myopotentials were documented. The device remains implanted. No adverse patient effects were reported.